Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gingihue® post was returned for inspection. A visual inspection revealed that the abutment drive feature contained the fractured piece of screw. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A root cause for the complaint could not be determined.

Manufacturer narrative:
(B)(4). Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured in tooth location 13.